Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. The insulin pump was also received with cracked case at display window corners and display window and with minor scratched display window.

Event description:
It was reported that the customer had a button error alarm on her insulin pump. Customer stated that she was trying to mash the esc and act keys to clear the alarm, but they are unresponsive. Customer stated that she must have rolled over the pump in her sleep. Customer was sleeping at the time that the alarm began. Customer's blood glucose level was 207 mg/dl. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Insulin pump will need to be replaced. No add'l info provided.